Event description:
It was reported during a battery replacement due to normal eri, a stripped set screw was observed on the device. As a result, the atrial lead was damaged during the attempted removal, but the ventricular lead was successfully removed and reused. The device and the atrial lead was explanted and replaced. The patient was reported to be stable before, during, and after the procedure.

Manufacturer narrative:
The reported field event of the inability to remove the lead from the header was confirmed in the laboratory. Analysis found blood and calcified blood in the a-setscrew inset. The calcified blood can prevent the wrench from engaging the setscrew inset and lead to the stripping of the inset. These conditions will prevent the untightening of the setscrew. This is consistent with damage to the septum in the form of a hole being punched through it allowing the blood to clog the setscrew inset.